Event description:
It was reported that the customer's father called 911 because the customer had insulin shock. Customer was hypoglycemic during the night. On (B)(6) 2015, customer had a mountain dew and in the process of fixing food, he passed out on the kitchen floor. Customer was found unconscious. Paramedics came and the customer's blood glucose level was 74 mg/dl at that point. Customer was given more food and the paramedics did not treat the customer with anything after they arrived. Customer did not enter the correct insulin coverage for their carbs. Customer sometimes has manual injections and is also autistic. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.